Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous distal right coronary artery (rca). Difficulty crossing the lesion was experienced with the non-bsc guidewire and non-bsc balloon catheter. The lesion was predilated with a 3.0x20 mm non-bsc balloon. The physician attempted to cross the lesion with a 3.00x20mm liberte bare metal stent, but was unable to cross the lesion. When the physician was removing the liberte, the stent came off the balloon. The physician commented that the stent might be rubbed on the distal tip of the gc. A 1.5mm non-bsc balloon was passed through the stent and the stent was dilated in the proximal rca. The physician didn't think that the event was caused by the liberte, but by the lesion. Pt status reported as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.